Event description:
It was reported patient was revised on left hip due to poly wear (competitor product.) Doctor removed pca femoral head.

Manufacturer narrative:
It was reported that the head was implanted with a competitor product, which was worn. A review of the device history records indicates that the reported head device was manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. No allegations were made regarding the head. Stryker advises against implanting stryker products with competitor devices. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported patient was revised on left hip due to poly wear (competitor product.) Doctor removed pca femoral head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.